Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-00630 and 00631.

Event description:
Mrs stated to our sales rep that the plastic hand grips are cracked. Further she reported that the devices were not mechanically handled.